Event description:
It was reported that the proximal end of the right ventricular (rv) lead was coming apart. It appeared on visualization of the lead that there were breaks in the insulation. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer tubing overlay had a cosmetic environmental stress fracture, the outer tubing environmental stress fracture was breach/breach (non-electrical), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. The analyst visual comment indicated that the polyurethane overlay tubing , by design, is not insulation. Breached overlay tubing would not affect electrical performance.